Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the distal splenic artery using ruby coils. During the procedure, the physician delivered two ruby coils in the aneurysm using another manufacturer's microcatheter. While attempting to deliver a new ruby coil in the aneurysm, the ruby coil was unable to advance out of the microcatheter's tip. After multiple unsuccessful attempts to advance this ruby coil, it unintentionally detached within the microcatheter. The detached ruby coil was removed from the microcatheter and the procedure was completed using two new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was detached from the pusher assembly and had a fractured stretch resistant (sr) wire. Conclusion: evaluation of the returned device revealed the embolization coil had a fractured sr wire. This type of damage typically occurs due to forceful retraction of the ruby coil against resistance. If the sr wire becomes fractured, it will cause the embolization coil to detach from the pusher assembly. Further evaluation revealed the pusher assembly was kinked in multiple locations throughout its length. This damage was likely incidental and may have occurred during packaging for return. The ruby coil introducer sheath and the microcatheter mentioned in the complaint were not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.